Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument failed electrical continuity test. There are no obvious signs of broken conductor wires found. Moreover, the instrument was found to have damage to the conductor wires insulation at the distal end. The conductor wire was exposed as a result. The instrument failed the electrical continuity test. No signs of thermal damage observed. The instrument will be transferred to engineering for further investigation. Also, initial findings were confirmed. The wire was cut and stripped just behind the wrist and continuity was tested again and failed. The grips were removed from the distal clevis, and it was observed that the conductor wire was pinched indicating a break in the wire. The break was located near where the distal clevis pin meets the grips.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the force bipolar stopped energizing. Backup instrument of different kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.